Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, the technical support specialist (tss) checked the station using remote support service (rss) and confirmed that the system was functioning as the issue had already been resolved. The tss also consulted with the deployment specialist regarding the root cause. However, they were unable to identify it, as this was the first occurrence of such an issue. The tss then proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen went black as if the device was going to sleep, and the system behaved abnormally. A different error was also observed while attempting to restart data synchronization services. However, there were no delays or adverse events or injuries reported based on this event.